Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ma5151 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown eye surgery on an unknown date and suture was used. The suture broke when the rectus muscle was sutured and fixed to the sclera after the loop suture in an unknown eye surgery, resulting in muscle retraction. The muscle was found timely. Changed to another device to complete the surgery. There were no adverse patient consequences reported.